Manufacturer narrative:
Additional information in b4, d4 (UDI), d10, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed that the tip is fractured. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. A definitive root cause cannot be determined. However, it is likely that the material was weakened after multiple uses, washes, and sterilization cycles since it was manufactured over 12 years prior to the event date.

Event description:
It was reported that during the procedure the end of the driver snapped off while implanting screws. Additionally, during final adjustments the tip of the dorsal height adjuster broke in the head of the screw. All broken pieces were removed from the patient and the case was completed using alternate devices of the same size. There were no reported patient impacts or surgical delays. This is report one of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00437.

Event description:
It was reported that during the procedure the end of the driver snapped off while implanting screws. Additionally, during final adjustments the tip of the dorsal height adjuster broke in the head of the screw. All broken pieces were removed from the patient and the case was completed using alternate devices of the same size. There were no reported patient impacts or surgical delays. This is report one of two.